Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alarms. Customer stated the insulin continues to drip after motor stops during the manual prime process. During troubleshooting the customer stated the drive support cap is protruded in the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 320mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump alarmed after the battery change due to broken solder joint. The insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window, cracked end cap and cracked display window corner.